Event description:
The manufacturer received information alleging a ventilator was alarming for service required alarm conditions. There was no harm or injury reported. The customer states the device was alarming indicating the o2 proportional valve and o2 flow sensor malfunctioned. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.